Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging bronchitis. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging bronchitis related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for further investigation and no other peripherals or accessories were returned with the device. The internal and external aspects of device was inspected. The device powered on and airflow was confirmed. Evidence of sound abatement foam degradation / breakdown was not observed in the base unit. Contamination or scuff marks on the exterior of the top enclosure was found. 0 errors, 0 blower hours, and 0 therapy hours were logged, suggesting the device data was reset prior to pil receipt, 1,184.4 machine hours were logged and care orchestrator data was unavailable. The manufacturer concludes that pil found no evidence of sound abatement foam degradation or breakdown. Contamination was observed on the exterior of the device.the results of this investigation do not impact the calculated risks as outlined in ER (B)(4) v20. Section h6 updated in this report.